Event description:
Upon review, the ra lead noise complaint has already been submitted in 2017865-2010-03854 and the pulse generator should not have been submitted as a medical device report(MDR) as the event did not indicate a malfunction and did not cause a serious adverse event hence it is not likely to cause serious injury upon recurrence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital with vibratory alert. Atrial noise was noted. Programming changes were made. The patient was asymptomatic.